Event description:
It was reported that (1) tx60g was used during a gastrectomy procedure. It was reported by the rep that the or tech removed product from the orginal package. The surgeon removed the cartridge from the stapler and removed the staple cap from the cartridge. She noticed that the cartridge was bent, and had a lot of trouble getting the cartridge back into the stapler. The surgeon then fired the stapler on stomach tissue, while the stapler was still closed on tissue. She removed the stapler and noticed that the staples had been pushed out of the cartridge, but had not formed. The surgeon removed the open staples from the abdomen. The tx60g was removed and replaced by a tx30b. There was no consequence to the pt.